Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the syringe has a severely skewed and smeared scale corkscrewing around the barrel. Potential root cause for the skewed and smeared scale defects are associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that prior to use with 2 bd syringe luer slip tip without safety the scale marking were not legible. The following information was provided by the initial reporter: we had 2 syringes that have no markings on them that are legible so we can't use them (item 1ml syringe).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd syringe luer slip tip without safety the scale marking were not legible. The following information was provided by the initial reporter: we had 2 syringes that have no markings on them that are legible so we can't use them (item 1ml syringe).